Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted (425 mg/dl). During system check with tandem technical support, occlusion was found to be at the infusion set tubing level. Customer indicated that manual insulin injections would be used until customer could change infusion set tubing.